Event description:
Cool click device was used to deliver saline injections to five test subjects as part of a demonstration of needle-free drug delivery. One disposable nozzle was used on all five subjects, contrary to the product's instructions for use pamphlet, bioject's training video, and labeling on the notice card in each box of nozzles and on the nozzle package label. Reuse of the nozzle exposed subsequent subjects to the blood and/or body fluids of the previous subjects.